Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels stayed between 253 mg/dl and 327 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother noticed blood around the adhesive and noticed the cannula had dislodged from the infusion site (hip/buttocks). Ketones were also tested and results were 0.3. As treatment, a new pod was applied after the event.